Event description:
It was initially reported that the generator was replaced due to end of service. When the explanted generator was returned for analysis, the return product form had noted that the eos status was set to no, but "the battery was dead". Further follow up with the treatment physician revealed that when the device was interrogated, the generator was found to be fine; however, it was also stated that the generator was actually dead as the pt was experiencing an increase in seizure activity, relationship to pre-vns baseline unknown, and felt that the device "was not working like it had in the past". The explanted generator has been returned to manufacturer and analysis is underway.